Event description:
The patient reported that when the start button on the previously working remote monitor was pressed, it failed to power up. The power button was lit, but no additional indicator lights came on. Return and replacement of the monitor is pending. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis found liquid ingress on the printed circuit board assembly. Due to this corrosion the unit was unable to power up.

Event description:
The patient reported that when the start button on the previously working remote monitor was pressed, it failed to power up. The power button was lit, but no additional indicator lights came on. The monitor was returned to the manufacturer. No patient complications were reported as a result of this event.